Event description:
The fixator was applied for a colles'fracture on 5/4/97. On 5/23/97 it was noted on x-ray that the fixator was not holding. On 5/29/97 md readjusted the fracture and reapplied the fixator. X-rays taken 6/17/97 indicated that the fixator was not holding. On 6/19/97 the fixator was replaced.